Manufacturer narrative:
Date should be 2020-05-09 (transcription error).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was visual indication of particulates under the lower catch door post.. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An as-received simulated treatment was initiated and completed without failure. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a go/no go gauge check. An internal visual inspection of the cycler found insect infestation. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 06/28/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a call to fresenius technical services where the patient was experiencing the alarm ¿ make sure heater bag is on heater tray ¿ during fill 2 of 7. The patient was advised to cancel treatment and revert to an alternate treatment plan during the call. After the call, a review of the patient¿s treatment records identified that the patient drained 8621ml during drain 1 of the treatment. This drain volume is 359% of the patient's prescribed fill volume of 2500ml. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was indicated that they were not made aware of the reported event and could not confirm the occurrence. The pdrn reported that treatment was completed with the cycler on the date of the event. The patient was seen at the clinic on (B)(6) 2020 and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has continued pd treatment on the same cycler without any further issues. The patient¿s pd orders are 6 exchanges with fill volumes of 2500ml, a last fill volume of 100ml, no daytime exchange, and patient uses pd solution strengths of 1.5 and 2.5%. The patient was contacted on a later date and advised to discontinue use of the cycler. A replacement cycler was issued to the patient. The reported cycler was scheduled to be picked up and returned to the manufacturer for a physical evaluation.